Manufacturer narrative:
Additional information: the patient was treated with gentamycin ( 60mg, route and frequency were not reported), vancomycin (2.5g, 1/5 and 10, route and frequency were not reported), ceftazadine (1.5g, 14/7, intraperitoneal and frequency was not reported), nystatin (oral, 5/7, dose and frequency were not reported). On day five vancomycin was changed to 1.5g and rifampicin (300mg, oral and twice a day) was added as treatment for peritonitis. It was reported that on day three, the patient's pd catheter was removed. The patient outcome was not reported. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the peritonitis were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.